Event description:
It was reported the patient's device was checked by her physician in 2004 after she went through security at a hospital and was shocked. The patient was told "one of her electrodes was lost and they had to decrease one, increase another." It was reported the patient's physician thought her electrodes malfunctioned and were not working properly. The patient was "down to 6 electrodes after the incident." It was also reported the patient went through (B)(6) security gates 6 days prior to this report and it shocked her and turned her device on and off. The patient's device had been off since she was told to stop using it a couple of months ago.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer. Patient product ID: 3487ftl, lot# n23746, implanted: (B)(6) 1999, product type: lead. (B)(4).